Event description:
Voluntary medwatch received states that the right ventricular lead exhibited over-sensing. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
UDI is not available as product information was not provided.